Manufacturer narrative:
The sample is in lithium heparin plasma with a gel barrier and was centrifuged for 10 minutes. The sample was then aspirated into a 2 ml cup for analysis. Qc was within the established ranges pre and post the event. A bci field service engineer (fse) performed a system check, high sensitivity system check, and 50 repetitions of low accutni qc. No hardware issues were noted. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result on a patient above the acute myocardial infarction (ami) cutoff generated by the access immunoassay analyzer. The sample was repeated on the same unit and lower result was obtained. The elevated result was not reported out of the laboratory. Patient treatment was not impacted by this event.